Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a missing retaining ring c-style on the grip ring. The retaining ring was missing on the proximal end. This causes the jaws not to close and work properly. A visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The vessel sealer extend instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified four homing failure with error code 22026 and other errors. The instrument was found to have one error 22024 which indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Logs displayed one other error that indicates strong grip failed. Initialization test was bypassed and a hard grip force test performed, and the instrument passed the grip force test. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The probable root cause of functional test failed during initialization and low torque is attributed to loose grip cables.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that "blade exposed" message was received after the vessel sealer extend (vse) instrument was being used for part of the procedure. Reseating instrument did not help. Another vse instrument was used to finish procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause of failure during initialization and low torque is attributed to loose grip cable. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The vessel sealer extend instrument was transferred to engineering for additional investigation of the loose grip cable failure. 25 RMA instruments were inspected, and it was noted that the unscrewing torque values for the grip clamping pulley screws were lower than expected (average value was about 26 in-oz compared to about 40 in-oz for as-manufactured known good instruments). From discussions with cross-functional engineering teams, it was agreed upon that the most probable root cause of this failure could be due to a potential mix-up between torque drivers used for pitch/yaw clamping pulleys and those for grip clamping pulley.

Event description:
Refer to h11 for follow-up information.